Event description:
The 3 x 33 stent did not cross the target lesion. There was no patient injury. When the product was received, the proximal stent strut was uplifted. It was verified with the sales rep that this occurred during the procedure. There is no additional information on this case.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.